Manufacturer narrative:
The device has been received for eval. However, the eval is not complete. A supplemental report will be submitted upon completion of eval.

Event description:
Customer's pump does not charge with multiple cables and outlets. Customer's blood glucose levels are not impacted.